Event description:
It is reported that when the implant was opened, it was noted that plastic packaging surrounding prosthesis was adhering to component.

Manufacturer narrative:
This report will be amended when our investigation is complete.